Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for detached bypass tube since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the portion of the angio-seal device that protects the footplate before insertion was not on the angio-seal, therefore, the footplate was exposed. There was no patient injury/medical or surgical intervention required. The patient was in stable condition. The procedure outcome was a success. Additional information was received on 07apr2021. The procedure performed for the patient prior to the use of closure device was peripheral artery disease (pad) surgery. A 6fr procedural sheath was used. A pre-deployment angiogram was performed. A navicross and destination device were used with the reported product. Hemostasis was achieved with a second angio-seal device.